Event description:
A healthcare professional reported that nmcf4208 lot#9001041 implant lacked primary stability on tooth #2. The implant was removed during implant placement with no report of observable clinical symptoms. The device was forwarded to the manufacturer. No other medical issues were reported.